Event description:
Falsely depressed calcium results were obtained on twelve (12) patient samples. The results were reported to the physician while qc was out of range. The samples were subsequently repeated and higher results were obtained. Patient treatment was altered for one patient. Calcium was administered. There was no report of adverse health consequences as a result of the falsely depressed calcium results and subsequent treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is user error. A bad calibration was accepted. The results were reported while qc was out of range. The instrument is performing within specifications. No further evaluation of the device is required